Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient underwent a coronary stenting procedure to treat a target lesion in the mildly calcified and tortuous left anterior descending artery. One xience alpine stent was implanted in the mid portion of the target lesion. The physician then positioned the 2.75 x 15 mm stent at the proximal portion of the target lesion and deployed the stent; however, during inflation, the stent delivery system balloon ruptured at 17-18 atmospheres. The stent was deployed without difficulty and the stent delivery system was removed without difficulty. Post-dilatation was performed per site protocol. There was no adverse patient effect and no clinically significant delay. No additional information was provided.